Manufacturer narrative:
On 2-oct-2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and a map shift occurred. The medical team noticed the force values and the fam (fast anatomical mapping) map were not correlating appropriately. The shift was noted during ablation. They remapped the chamber and they could see a map shift had occurred. No error message ever displayed. The shift was approximately 10 mm. The medical team confirmed that no patient movement or cardioversion occurred. The newly acquired map was utilized and the case continued. No patient consequences were reported. Device evaluation details: an investigation was initiated by the manufacturer to investigate the issue. After reviewing the received data, it was found that the reported map shift was caused due to patient movement: according to carto 3 instructions for use: "when the relative position between the patches remained the same, the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated" with areas of higher metal than the rest of the fam (fast anatomical map). Therefore, the issue is defined as user related. The system is ready for use. The manufacturing record evaluation was performed on carto 3 # (B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 30-oct-2024, the manufacture date (4-dec-2011) was updated. As a result: d4 primary UDI number has been updated to (B)(4). H4 manufacture date has been updated to 4-dec-2011. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and a map shift occurred. The medical team noticed the force values and the fam (fast anatomical mapping) map were not correlating appropriately. The shift was noted during ablation. They remapped the chamber and they could see a map shift had occurred. No error message ever displayed. The shift was approximately 10 mm. The medical team confirmed that no patient movement or cardioversion occurred. The newly acquired map was utilized and the case continued. No patient consequences were reported.